Event description:
It was reported that a person using the ilet experienced recurrent low blood glucose over two days, with a lowest reading in the 50 mg/dl confirmed by fingerstick, followed by hyperglycemia in the 300 mg/dl after overtreatment with oral glucose. Symptoms included pain in the bottoms of the feet, with no other reported hypoglycemia symptoms. Outcomes included urgent low-glucose alerts and subsequent high-glucose episodes, with no hospitalization. Investigation included troubleshooting and education on hypoglycemia management, including guidance to treat with 5¿15 grams of fast-acting carbohydrate and recheck every 15 minutes based on glucose level. Investigation of this case revealed user management error related to overtreatment of hypoglycemia while using the system, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and technique.

Manufacturer narrative:
Initial.